Event description:
It was reported via repair work order that the power load will not push or latch into the ambulance allowing the cot to lower down and latch into the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.